Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number: 9617229-2021-03389. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "textured implant" and "rupture". This record is for the left side. Device remains implanted.